Event description:
A malfunction was reported on a pump, which the caller addressed with assistance from technical support by resetting the device. There was no adverse impact on the customer's blood glucose level, as values remained within normal range. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.